Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, and prime tests. The unit was received stuck in a motor error alarm loop during bolus/basal delivery and a motor position encoder error alarm was confirmed in alarm history. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The unit also had a cracked reservoir tube lip.(B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error during an infusion set change. The patient's blood glucose at the time of incident was 156 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. However, the customer mentioned receiving a motor position encoder error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.